Event description:
There was no pt involvement in this event. The device status indicator led does not illuminate. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.